Manufacturer narrative:
The returned pod was received with the cannula fully deployed. Inspection of the device found corrosion on the pcb, middle and bottom batteries, the rear pulley, and the reservoir. Initial attempts to download the data from the pod were unsuccessful and the battery voltages were measured to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication with the master pdm. This was successful. Inspection of the download data from the returned pod found that no timeouts or drive stalls occurred, and no hazard alarms were generated. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs. Inspection of the drive mechanism components found evidence of fluid ingress on the commutator cap. Due to the corrosion observed on internal components of the device, a leak test was completed, which found a tear on the unexposed portion of the soft cannula. Due to this tear, fluid could not flow through the complete fluid path and was the cause of the internal corrosion and the fluid ingress found on the commutator cap. The soft cannula tear and resulting internal leak prevented the proper delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 467 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, headache, urination and fatigue. The patient was treated with an injection of 6 units. The patient was released four hours later. The pod was worn when seeking medical attention.